Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of "door not fully latched" alarm was reproduced and confirmed through eval. Eval found that the force required to secure the door with a loaded set was above expected levels. This condition was caused by separation between the front case and mechanical assembly. The front case was replaced to correct this condition.

Event description:
During baxter's functional testing, a spectrum pump alarmed "door not fully latched." There was no patient involvement.